Event description:
It was reported that during an unk procedure, the device did not form the clips properly, then it was not used in the surgery. It was replaced by another device. There was no pt consequence.

Manufacturer narrative:
Date sent: 08/13/2007. Information anticipated, but unavailable at this time.